Manufacturer narrative:
Preliminary investigation was performed at zoll. The reported complaint of the guidewire (lot # 149141) would not retract from the solex catheter (lot # 149141) was confirmed during functional testing. There was no kink that could be observed on the catheter during the preliminary visual inspection. An in-depth investigation including engineering staff was performed at zoll. The reported complaint of the guidewire (lot # 149141) would not retract from the solex catheter (lot # 149141) was re-confirmed during functional testing. The root cause of the reported issue was a blockage at the inner diameter of the tip of the catheter, caused by flashing materials which had formed flaps. The flashing material could have been generated as an abnormal by-product of the catheter tip forming process. A visual inspection was performed and found no apparent physical damage to the catheter. Dried blood residue was observed on the serpentine balloon, along the shaft of the catheter, as well as on the proximal, medial, and distal luered tubings. During the functional leak test, the proximal, medial, and the in/out luers could not be flushed as they were clogged with dried blood. The catheter was connected to a pressurized inflation device, and the balloon fully inflated when pressurized up to 100 psi without any issues. No damages or leakage were observed during inflation and deflation. The catheter performed as intended. A new guidewire was used to check for internal blockages, inserting its proximal end (straight section of the guidewire) into the distal end of the catheter, continuing insertion up to the proximal catheter end. Resistance was felt at approximately 10 mm from the distal tip of the catheter. To find the cause of the blockage, the tip of the catheter was cut from the catheter body to examine the inside diameter of the catheter under a microscope. Flashing material (excess plastic residue) was observed blocking the inner diameter of the catheter. To find the exact location of the blockage, the tip of the catheter was cut open lengthwise to expose the inner diameter and then examined under the microscope. Flashing material was observed forming flaps that could have caused the blockage that was first felt. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for solex 7 catheter lot number 149141.

Manufacturer narrative:
Preliminary investigation was performed at zoll. The reported complaint of the guidewire (lot # 149141) would not retract from the solex catheter (lot # 149141) was confirmed during functional testing. There was no kink that could be observed on the catheter during the visual inspection. Therefore, the root cause for the reported complaint could not be conclusively determined. Further investigation will be performed to determine the root cause of the reported issue. Visual inspection of the returned catheter was performed and found no physical damage to the catheter. Dried blood residue was observed on the serpentine balloon, along the shaft of the catheter, as well as on the proximal, medial, and distal luered tubings. During the functional leak test, the proximal, medial, and the in/out luers could not be flushed as they were clogged with dried blood. During functional testing, the solex 7 catheter was connected to a pressurized inflation device, and the balloon fully inflated when pressurized up to 100 psi without any issues. No damages or leaks were observed during inflation and deflation. The catheter performed as intended. A known good guidewire was used to perform further testing on the returned catheter. When advancing the guidewire from the tip of the catheter, resistance was noted at 5.5 cm from the tip of the catheter. The cause of the resistance could not be identified during the preliminary investigation, and further testing will be performed to determine the root cause. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for solex 7 catheter lot number 149141.

Event description:
A (B)(6)-year-old male patient underwent ivtm therapy after cardiac arrest. A solex 7 catheter (lot# 149141) was inserted into the patient's right subclavian vein with no unusual resistance noted. The patient's body temperature at the start of the ivtm therapy was 38.8 °c, and the target temperature was set at 34.5 °c at the max rate. After placement of the catheter, the physician tried to remove the guidewire (lot# 149141). However, the guidewire would not retract, and therefore, the physician removed both the catheter and guidewire together. A second solex kit (lot # 149141) was used, but the same issue happened again; the second solex catheter was smoothly inserted into the patient's right subclavian vein, but the guidewire would not retract to be removed. Subsequently, the second catheter and guidewire were also removed. The third solex kit was used, and the guidewire was easily removed without any issues. Following this, ivtm therapy was initiated and completed successfully using the same thermogard console. No consequences or impact to the patient. Please see the following related MFR report: MFR # 3010617000-2020-01277 references the guidewire used in this event. MFR # 3010617000-2020-01278 references the guidewire used in this event. MFR # 3010617000-2020-01280 references the other solex 7 catheter used in this event.